Event description:
It was reported that survey feedback indicated difficulty using the system for exercise due to perceived high glucose variability while using an infusion set and cartridge. Symptoms included concerns related to glucose variability impacting exercise use. Outcomes included user-reported impact on daily activity. Investigation included review of user-reported information. Investigation of this case revealed no device performance confirmation from returned product or logs. It was concluded that the event description reflects user-reported experience without confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.